Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their first implant was wonderful for 4.5 years. Then the battery went dead and they had to replace it. After they received the new implant in (B)(6) 2017, they could never get it to work. They met with the rep at their healthcare provider's office over the summer, the rep said they had to amp it up or do what they had to do. They met with the rep on (B)(6) 2020 and (B)(6) 2020. On (B)(6) 2020 they met the rep and said they just wanted it turned off because they had never been in so much pain and agony, it kept getting worse and worse. The first month they couldn't tell any difference, other than it made them hold more urine. They said it was turned off. They said they might have even had an appointment in may, but they didn't write it down. Troubleshooting was not done on the call as they patient had already turned off the stimulation and made up their mind it didn't work and they didn't want to use it anymore.

Manufacturer narrative:
Notify date corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they did not experience urinary retention prior to device and catheterization was not considered standard of care. It was reported the issue was not resolved, the rep attempted to amp up the device 3 times and the patient told the rep to turn the device off and end the pain and misery on (B)(6). The rep asked the patient if they wished to have the device removed, the patient said no. They were grateful to have the device turned off. The patient reported they got their 2nd device implanted on (B)(6) 2017 and soon found out they couldn't get it to work, for 2 plus years they reported this to their physician. In (B)(6) 2020, they had a rep reprogram the device, this also occurred in (B)(6). After 3 months the rep could not get it to work either, on the 4th appointment on (B)(6), after all the pain and suffering, they instructed the rep to turn it off. The patient opted to leave the device in them.